Event description:
Reporter indicated the pt presented with high lead impedance on a system diagnostics test, indicating a possible lead malfunction. No trauma, pt manipulation or any other condition was reported that could have caused or contributed to the high lead impedance. The pt's generator was programmed off. X-rays were viewed by the manufacturer, and it appeared the electrode placement was not consistent with what is typically seen. Although it can not be stated conclusively, the electrodes placement is consistent with other instances where the electrodes have become detached from the vagus nerve, or where the electrodes are attached, but the pt anatomy is a-typical. The pt underwent vns therapy system replacement surgery. In the operative report the surgeon reported the "electrodes had shifted in their position. They had actually projected the vagus nerve anteriorly and were in a more horizontal position than expected." It was also noted "the upper most electrode had partially eroded into the vagus nerve. Fortunately, there was no transection. The electrodes were then carefully removed intact." The generator was replaced prophylactically. The generator was returned to the manufacturer, but the lead was discarded by the hospital staff. Therefore a product analysis can not be performed.

Manufacturer narrative:
X-rays were reviewed by the manufacturer. X-ray review showed the electrode placement was not what is typically seen. Although it can not be stated conclusively, the electrodes placement is consistent with other instances where the electrodes have become detached from the vagus nerve, or where the electrodes are attached, but the pt anatomy is a-typical. Device malfunction is suspected, but did not cause pt death.